Event description:
It was reported to philips that the c-arm geometry movement was restricted. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the issue had occurred during a diagnosis procedure and the procedure was completed by moving the stand manually. The philips remote service engineer (rse) examined the system remotely and confirmed that the c-arm geometry movement was restricted. A review of the system logfile confirmed the reported malfunction. The rse suggested to perform positions and current calibrations of the system. The philips field service engineer (fse) visited onsite and calibrated the bodyguard sensor and performed the position and current calibrations of the frontal stand. After calibration, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per IFU (instruction for use) of the azurion series with a floor or ceiling mounted stand allowing for longitudinal and transverse movements. -the azurion flex move stand option which provides for longitudinal, transverse, and diagonal movement. -the azurion flexarm stand option which provides longitudinal, transverse, and diagonal movement, as well as rotation along the z-axis and free detector rotation. When working in any one of these configurations, motorized movements are available within the working area. If the motorized movements are unavailable because the system is outside of the working area, a guidance message will inform the user that the stand is out of range. Motorized movement will become possible again once the system is brought back into the working area as noted in the instructions for use. If the motorized stand movements become unavailable, the user can move the stand manually using the brake release handle on the side of the c-arm. Manual movements are also described in the instructions for use. Additionally, if stand longitudinal and transverse motorized movements become unavailable, patient positioning can also be achieved via table movements. Depending on the system configuration, these may be manual or motorized. Therefore, the loss of motorized longitudinal or transverse movement of the stand/c-arc is not likely to cause of contribute to a serious injury or death. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.